Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006, and that mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Reason for implantation: cystocele, rectocele, sui. Concurrent surgical procedures: a/p repair, suprapubic catheter placement, cystoscopy. It was reported that patient underwent an in office mesh revision in (B)(6) 2006 due to pain and vaginal complications. It was reported that following insertion the patient experienced pelvic pain and bowel problems.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.